Event description:
It was reported that both t1 and t2 depolyed at the same time. All t's were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent. Both ts and suture remain on the insertion needle. Device could not be functionally tested due to the bent needle. The device was not returned in the condition of the reported complaint of simultaneous deployment. No root cause related to the manufacturing process can be established.